Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.91. Biomed confirmed bad mixing pump. The device was coming in for 2000 hour preventive maintenance. As per sample evaluation results received on 09may2023, it was reported that arctic sun device would not autofill until the circulation pump was primed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.91. Biomed confirmed bad mixing pump. The device was coming in for 2000 hour preventive maintenance. Per sample evaluation results received on (B)(6) 2023, it was reported that arctic sun device would not autofill until the circulation pump was primed.